Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery two set screws could not be inserted into the pedicle screws. Surgeon exchanged them and was able to complete the surgery with two new screws. The surgery was delayed by 20 minutes.

Event description:
Please refer to report 0009613350-2019-00521.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. No relevant medical data has been received. Product has not been returned. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).